Manufacturer narrative:
(B)(4).information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a partial gastrectomy procedure, the first firing with a green load the surgeon waited 15 seconds and commented that the firing stroke was smooth; however, the distal end the staples did not form. Therefore, the surgeon over sewed the staple line. A competitor's device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon¿s first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? Yes. On which firing(s) did this event occur? 1st and 2nd firings. What color was selected on the selectable staple height selector before firing? Green and then gold. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first? No. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Through the staple line on the second firing. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? High resistance until firing trigger broke. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line? Cheese wire appearance and staples were not formed correctly. What were the quality and/or thickness of the tissue in the area where the device was fired? No. Was a leak test completed? Na. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Asku. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Is a pathology specimen available? No. Was another stapling device involved? No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Neoplasm. How long has the surgeon been using this device for this procedure? Since the launch. What predicate device was used by the surgeon? Tlc. Was there a recent conversion to ees devices in this account or with this surgeon? No.